Manufacturer narrative:
The customer reported that the system displayed system message (sm) and there was fluidic leakage underneath the fluidic module. The customer indicated that the cassette was re-used and caused the fluid to leak into the fluidics module. There was no patient harm. The company service representative examined the system and replicated the reported event. The company service representative checked the fluidics module and saw leakage underneath the fluidics module. The cause of the leak was found to be due to a single use cassette being reused. The sm was due to the humidity of the operating room not being stable. The fluidics module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the sm can be attributed to the unstable humidity of the room. The root cause of the reported event of the fluidic leakage can be attributed to the reusing a single use cassette. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message occurred and fluid had leaked into the fluidics module after a procedure. The machine was not able to function. There was not patient harm. The customer also indicated that the cassette was re-used and caused the fluid to leak into the fluidics module.